Event description:
Projectile vomiting [vomiting projectile]. Drowsy [somnolence]. Dizziness [dizziness]. Nausea [nausea]. Headache [headache]. Case description: spontaneous report was received on (B)(6) 2013 from an orthopedist regarding a (B)(6) female patient, initials unknown, with osteoarthritis of left knee. The patient's medical history was significant for hypertension (tablet controlled), bilateral shoulder replacement, right knee replacement. On (B)(6) 2013, the patient received single injection of intra-articular synvisc one (hylan g-f 20) injection, (dosage regimen not provided). The lot number of synvisc one was not provided. After 10 minutes of injection, the patient experienced dizziness, nausea, headache, projectile vomiting and also became drowsy, for which the patient was hospitalized. The patient was treated with ondansetron and rabeprazole for the events of projectile vomiting and nausea. On (B)(6) 2013 (after 24 hours duration of events), the patient recovered from the events of projectile vomiting, dizziness, nausea and headache. The outcome for the event of "drowsy" was not provided. Relevant concomitant medications were not provided. The intensity for the events of projectile vomiting, dizziness, nausea, "drowsy" and headache was not provided. The reporting physician assessed the relationship between synvisc one and the events of vomiting, dizziness, nausea and headache as definite. The relationship between synvisc one and the event of "drowsy" was not provided by the reporting physician.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the benefit-risk relationship of product is not affected by this report.